Event description:
Sl1 catheter leaking blood from around valve. It was exchanged. Pt had st elevation and drop in bp that lasted several minutes. Dr (B)(6) continued with a fib ablation. St jude medical fast cath sl1 catheter used on (B)(6) 2016 leaked around the valve, there was an air embolus that was retrieved, pt unharmed. Event abated after use stopped or dose reduced?: no.